Event description:
It was reported that during the procedure to treat a mildly tortuous and heavily calcified mid left anterior descending artery, the 2.0 x 12 mm tenku dilatation catheter ruptured during the first inflation at 10 atmospheres. The device was removed from the patient anatomy without difficulty. There was no report of a clinically significant delay and no adverse patient effect. Per physician, the balloon ruptured due to the calcified lesion. No additional intervention was performed to treat the lesion. No additional information was performed.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough; guide cath: launcher. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4) company, ltd. Though this device is not commercially available for sale in the u.s., it is similar to a device currently marketed for sale in the us. The PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us.